Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a cracked sample syringe on synchron lxi 725 clinical system noticed during maintenance. Upon removal, the syringe broke. The customer was not hurt or cut. The liquid inside the syringe was distilled water. There was no biohazard or chemical exposure risk. There was no effect to patient or user.

Manufacturer narrative:
Bci customer technical support sent the customer a replacement for the syringe assembly.